Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2017 due to elevated blood glucose (bg) levels (800 mgl), and diabetic keotacidosis. Reportedly, the cartridge was noted to be leaking insulin prior to the customer going to the hospital. Customer was treated with an insulin drip and released from the hospital on (B)(6) 2017.